Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a leadless pacemaker interventional procedure. Reportedly, a proglide was deployed; however, the suture came out with the device. The sutures of two additional proglide devices were successfully placed. The sheath was upsized to a 27f sheath and the leadless pacemaker procedure was completed. Reportedly, the physician inadvertently locked the knots prior to full advancement so hemostasis was not achieved. An attempt was made with another proglide device; a cuff miss [suture retrieval issue] was noticed. Another proglide was deployed and hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Reportedly, the physician inadvertently locked the knots prior to full advancement so hemostasis was not achieved. It should be noted that the perclose proglide instructions for use (IFU), states: while maintaining tension on the rail suture limb, keeping the rail suture limb securely wrapped around the left forefinger, place the left thumb on the top of the perclose snared knot pusher to assume a single-handed position. Complete knot advancement by applying slow, consistent increasing tension on the left forefinger until the rail suture is taught. In this case, the physician reported and was aware of the IFU deviation. The reported difficulty appears to be related to the user error. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6 medical device problem code: 2017 - failure to follow steps / instructions. The additional proglide devices referenced in b5 are being filed under separate manufacturer report numbers.